Event description:
The unit was returned for repair related to the reportable event. There was no reported pt harm. Upon repair eval, it was discovered that there was an exposed prong still attached to the power cord that could potentially lead to electric shock. An investigation was performed and it was determined that the molded female connector that connects the power cord to the unit had shown separation, a situation that could potentially result in electrical shock. Testing was performed on a rep sample and has indicated that the design of the power cord meets the specifications and the applicable standards for power cords.